Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing took more insulin than expected while priming the tubing. During troubleshooting with tandem technical support the customer disconnected the tubing at the luer lock and upon reconnecting the luer lock insulin was seen exiting the tubing. Contact stated they will complete the load process and resume insulin delivery. There was no reported impact to customer's blood glucose level.